Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed increased threshold measurements. In addition, high out of range impedance measurements were obtained. An xray was performed revealing a suspected lead fracture. Reportedly, it was thought this might due to the patient's job requiring heavy physical activity. In addition, the lead had been implanted through the subclavian vessel. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, visual inspection revealed dried blood and body fluid throughout the lead's lumen. Several areas of the lead had insulation and polyurethane damage. Analysis confirmed this lead was fractured at 52.4 cm from the terminal pin. It was thought this was likely due to the suture tie down.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.